Event description:
The sales representative reported that there was a change to the surgical plan due to an instrument breaking during surgery. During implantation of the acetabular cup, the acetabular flexible drive broke during use. The surgeon chose not to wait for a spare drill to be retrieved and sterilized and installed only one bone screw. There were no patient issues reported post-surgery.

Manufacturer narrative:
Evaluation summary to support h3: the flexible drill driver has been in use for over four years. Wear due to normal use is expected. A review of the returned instrument confirms that the shaft is starting to unwind at the drill bit attachment end. The certificate of conformity received from the supplier indicates that the instrument was manufactured according to the technical specifications. The inspection records were reviewed and there were no deviations or defects reported. This is an OEM instrument purchased from precimed and is not designed or manufactured by omni. Information provided is insufficient to permit a conclusion regarding the stability of the acetabular cup with one bone screw implanted instead to two bone screws. Tensile strength test samples for the porous coating of the acetabular shell exceeded the minimum testing requirements (5,000 psi). No information was provided on the patient bone quality or if it would be a contributing factor to the shell becoming well fixed in the patient's acetabulum.